Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. The reported events of seroma-late and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture, baker grade iii.

Event description:
Healthcare professional reported "grade iii of capsular contracture", "seroma late", "pain" and "folds" via magnetic resonance imaging (MRI). This record is for the right side. Device remains implanted.